Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant both the right ventricular (rv) and right atrial (ra) leads triggered an alert for high impedance. Since that date the impedances are within normal limits. It was recommended that the leads be monitored at the next in-clinic device check. The leads remain in use. No patient complications have been reported as a result of this event.